Event description:
Caller reported that touchscreen was cracked and shattered, with damage beneath screen protector causing it to become unresponsive and illegible. There was no adverse impact to the customer¿s blood glucose level. Customer was informed that pump needed replacement, and cts arranged this by confirming the shipping address and instructing for return of the damaged pump within 10 days. Replacement pump was prepared as backup therapy to ensure insulin delivery was not interrupted.